Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical products: dvab1d1 ICD, implanted (B)(6) 2016; 694765, lead implanted (B)(6) 2008. Additional products: heartware ventricular assist system ¿battery, model #: 1650 / catalog #: 1650 / expiration date: 31-aug-2022 / serial #: (B)(4). UDI #: (B)(4), device available for evaluation: no. Mfg date: 20-aug-2021. Labeled for single use: no. (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries were power switching and that patient had complained about hearing a beeping noise similar to when they would switch the batteries. The batteries were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: two (2) batteries (bat939532, bat939569) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of bat939569 revealed that the battery passed visual inspection and functional testing. Failure analysis of bat939532 revealed that the battery passed visual inspection. Functional testing of bat939532 revealed a damaged locking mechanism in the battery connector; the battery was unable to have a secure connection while charging or when providing power to the test controller. Log file analysis was not conducted since log files were not available. As a result, the reported event could not be confirmed. The batteries were lubricated prior to release. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported premature power switching event can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins, communication errors between the controller and batteries, and/or intermittent disconnections due to a damaged battery connector. However, the reported beeping event may be attributed to momentary disconnections o temporary corrosion of the controller-port/power-source pins and/or intermittent disconnections due to a damaged battery connector. The most likely root cause of the observed damaged battery connector event can be attributed to wear and/or handling of the device. CAPA pr00405633 is investigating damage to power sources. Additional products: d1: battery d4: bat939569 d9: yes, return date: 27-june-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.